Event description:
The customer reported that before the radio frequency ablation procedure, the generator was checked and nothing was found wrong. However, a few minutes into the procedure, energy delivery was suddenly stopped. The error message "temp over boiling release foot switch" was displayed on the generator. The doctor tried restarting the ablation but the same thing occurred. The procedure was completed with another generator. The patient was reported as ok.

Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is completed, a follow-up report will be submitted.